Manufacturer narrative:
Initial reporter phone#: (B)(6). Multiple lot numbers: there were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: 7016679. Medical device expiration date: 12/31/2019. Device manufacture date: 01/30/2017. Medical device lot #: 6351681. Medical device expiration date: 07/31/2017. Device manufacture date: 12/29/2016. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd insyte¿ autoguard¿ shielded IV catheter 22 g x 1 in. Products came in the box sealed, but with the internal packages perforated. Found before use. No serious injury or medical intervention noted.

Manufacturer narrative:
Investigation summary: samples/ photos: were received two open and unused samples of the insyte autoguard 22g x 1.00 product, catalog: 38182314, batches: 6351681 (cavity #5) and 7016679 (cavity #2). According to visual analysis of the samples, it was possible to verify that the samples were with their respective packages opened and torn in the pecking area. "Sample analysis (B)(4)". DHR review: the claimed final product batches: 6351681 and 7016679 of insyte autoguard 22g x 1.00 were verified as the tests for "damaged or twisted blister and puncture (edges or irregular cut)", "pecking test" and no records were evidenced that could lead to the incident in question. Qn/ ncmr review: there are no qn records of this defect for batches related in this complaint. Unplanned maintenance: during the investigations, the history of corrective maintenance was evaluated during the assembly period of the lot involved in this complaint. As a result of this analysis, no records of corrective maintenance that could lead to the incident in question. Equipment involved: batch 7016679 was packaged in the multivac (B)(4) between january 19 and 20, 2017. According to the production data of this machine, records of problems in the rotary knives were evidenced, and the exchange and adjustments were necessary. For batch: 6351681 was packaged in multivac (B)(4) on january 17, 2017 and multivacs (B)(4) and (B)(4) on january 19, 2017 and there are no records that could lead to this complaint. Investigation conclusion: confirmed: bd was able to confirm the complaint based on the analysis of the customer's samples containing the claimed defect. Investigation comments: despite the investigations performed has not evidenced records that could lead to the incident in question, through the returned samples analysis it was possible to confirm the complaint. Root cause description: based on the investigations, it can be determined that the root cause of this incident is related to defects in the multivac (B)(4) rotary knives during the production of lot 7016679 caused by the wear of this component, which is responsible for the formation of the pecking in the package. If the perforation it is not very well formed, during the detachment of the individual blisters, the product may tear as viewed in the samples. It is believed that the samples complained of could have been detached by the operators of the final packaging inspection, which during the separation of the blister (unit label) to remove some packaging containing some kind of defect may have damaged the packaging and supplied the dispenser box with the defective packaging. For lot 6351681, there may have been some point failure with the rotary knives which were not evidenced during their production. Rationale: based on a severity assessment and occurrence it was determined that no CAPA is required at this time. The complaint was added to the complaint database for trend analysis, which is regularly monitored. It should be noted that rotary knives are included in the tpm for weekly cleaning and replacement of rotary knives on both machines involved in this complaint. Other taken action: the operators responsible for the product packaging process (inspectors of the tracks) will be notified of this defect in order to avoid this type of complaint.